Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0202802229 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 200 ml, flow rate: unknown, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 2026095-2018-00112 for the first report. Refer to 2026095-2018-00113 for the second report. Refer to 2026095-2018-00115 for the fourth report. It was reported that there was a fast flow event. It was alleged that the pump was filled with 200ml and finished 3 hour and 30 minutes faster than expected. No further information has been provided.